Event description:
Hello , I am writing to formally report an individual who is conducting unlicensed medical procedures in (B)(6). The procedures include lip fillers, eyelash extensions, rhinoplasty, and botox treatments. This unlicensed business is being operated out of her home. I made the mistake of utilizing her services, believing she was qualified. Unfortunately, she has caused significant harm to my appearance and well-being. Specifically: - my lips are uneven, with my top lip significantly larger than my bottom lip. Despite being swollen for over three weeks, the issue remains unresolved. - when I confronted her about the unevenness, she falsely claimed that I had requested specific measurements (0.7 and 0.4) for the fillers, which I did not understand or request. -she double dips in the numbing cream which means there's germs in there - my nose is now crooked after receiving rhinoplasty with filler from her. -she blocked me on social media this individual denied any wrongdoing and refused to correct her mistakes. I am deeply concerned about the potential harm she may cause to others if she continues to operate without a license. I have attached before and after photos of my lips and nose to support my complaint. Please take immediate action to investigate this matter and prevent further harm to unsuspecting clients. Thank you for your prompt attention to this serious issue.